Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after eating a bowl of orange chicken, the user experienced elevated blood glucose with a cgm reading of 360 mg/dl and a concurrent fingerstick of 300 mg/dl; the agent guided calibration of the cgm and replacement of the steel 6 mm contact/detach infusion set and cartridge, after which therapy was resumed and glucose decreased to 283 mg/dl. Symptoms included hyperglycemia without associated acute complaints. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with high glucose persisting for about two hours. Investigation included remote troubleshooting, user education, cgm calibration, and full infusion set and cartridge change with tubing and cannula fills. Investigation of this case revealed no device alarms for prolonged high glucose and no confirmed device malfunction; the cause of the hyperglycemia remained unclear and could not be linked to a specific component. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.